Event description:
Device and lead explanted due to noise on the egm. During explant no noise could be found on the lead through the psa and the device header was suspected. Both were then explanted and will be returned for analysis.

Manufacturer narrative:
Additional information: the c62993 : failure to capture was added to the device code-section h6 intermediate investigation: review of the patient files confirmed the reported electrical issues (loss of the ventricular capture and non-physiological signals). Since no files before 04 january 2024 were available for analysis, the first occurrence of the observed issues cannot be determined with certainty. The origin of these non-physiological signals and capture failure are unknown. Based on available data the issue could be located at lead level or connection level but cannot be confirmed with certainty with the available data. The subjected lead and the device were explanted but not yet available for expertise, no conclusive statement can be drawn on the lead and the pacemaker status. Once they will be returned, the corresponding expertise will be performed. For more details, please refer to the attached intermediate report analysis.

Event description:
Reportedly, the pacemaker and the lead were explanted due to noise on the egm recorded on the device memories. During the explantation procedure the lead was tested with the psa and no noise/artifacts were found. So, the physician suspects an issue with the pacemaker connection. The pacemaker and the lead were explanted.

Event description:
Reportedly, the pacemaker and the lead were explanted due to noise on the egm recorded on the device memories. During the explantation procedure the lead was tested with the psa and no noise/artifacts were found. So, the physician suspects an issue with the pacemaker connection. The pacemaker and the lead were explanted.

Manufacturer narrative:
Analysis of the returned lead (vega) revealed electrical impedances values on the lead body lower than expected and suggestive of an insulation failure between the two electrical lines (inner and outer coil). By removing the internal insulation tube of the lead, an alteration was observed. Based on available information, the observation with the return lead can explain the reported electrical issues. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.